Event description:
This is 2 of 2 reports for complaint (B)(4).

Event description:
It was reported that the screw holder broke off in head of screw. There was nothing to be retrieved from the wound site. The surgeon removed the screw and placed another screw with a screw holder from another set, and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The device was received, however, no evaluation is available. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(4) 2011. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation details, this instrument is used as one of the options for final tightening a pedicle screw. It is possible for this instrument to see extremely high, or off axis loads during tightening. When used properly, the slotted tabs on the instrument/implant interface will withstand those loads. If the threads broke off during tightening it is likely that this instrument was not fully locking into the implant and severe and/or off axis loads were applied. From a design stand point, this instrument is appropriate for the use for which its recommended. The complaint is indeterminate. It is undetermined how the instrument was utilized in the tightening of the screw and excessive or off axis loading could have been applied in a manor not designed to withstand.